Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent t-wave oversensing on recorded ventricular tachycardia-non-sustained episodes. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.